Manufacturer narrative:
(B)(4). Approximate age of device - 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2017 that the patient produced dark tarry stools. On (B)(6) 2017 that the patient was volume depleted, with elevated blood urea nitrogen and hemoglobin of 5.2 grams/ deciliter. The patient was on a liquid diet in preparation for an endoscopy, and was subsequently given intravenous fluids and albumin. The endoscopy yielded negative results for any gastrointestinal (gi) bleeding. The patient received 6 units of blood over a 5 day period. The gi bleeding subsided and the hemoglobin continued to be stable after discharge. The patient was resumed on coumadin and with an inr goal of 1.5-2.0. The center is monitoring the patient accordingly. No additional information was reported.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.